Manufacturer narrative:
(B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx uncovered stent was implanted in the common bile duct to treat a pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. During the procedure, the stent was fully deployed; however, the stent moved out its correct position. The physician attempted to remove the stent with biopsy forceps; however, the stent was unable to be removed. A 10x80 wallflex biliary stent was implanted stent-in-stent inside the original stent to bridge the papilla and provide patency. The physician is comfortable leaving the original stent implanted and the procedure was completed. There were no patient complications reported as a result of this event.